Event description:
Additional information was received that, after reprogramming, additional post paced t-wave oversensing episodes were noted on the device. Technical support was contacted and recommended additional reprogramming. No additional reprogramming has been performed. The patient was stable and will be monitored.

Event description:
It was reported that, post paced t-wave oversensing, functional loss of capture, and fusion were observed on the device. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve this event. The patient was stable.